Event description:
Customer reported an issue where the cartridge was not fully secured into the pump. Despite this, there was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting potential problem areas, including the pump and cartridge, finding no damage or obstructions. The customer was advised to attempt reloading the original cartridge, which was successful, allowing them to resume insulin therapy without further issues. Cts to replace pump. Customer will continue to use current pump.